Event description:
A reporter called to report an incident he had from a lift chair when he was trying to get out of it. The reporter said the chair is designed to carry up to 370 lb. And his weight is under the required capacity. Since the chair is also designed to be slept on, he sleeps in it. He stated when he was trying to get out of the chair in an upright position, the back of the chair fail backwards and hit the floor. He believes the chair does not have operational issues, it is more so a design issue.